Event description:
During coil embolization of common hepatic artery (cha) aneurysm, physician experienced difficulty inserting coil into microcatheter hub. Physician re-sheathed coil and attempted to insert coil again but felt resistance and coil broke off halfway. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause for the reported main coil prematurely detached inside patient cannot be determined.

Manufacturer narrative:
Subject device is not available.

Event description:
During coil embolization of common hepatic artery (cha) aneurysm, physician experienced difficulty inserting coil into microcatheter hub. Physician re-sheathed coil and attempted to insert coil again but felt resistance and coil broke off halfway. There were no clinical consequences to the patient.